Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2015. On (B)(6) 2019, during a follow-up, it was discovered that the device reached recommended replacement time (rrt). On (B)(6) 2019, the subject device was explanted and replaced by a kora 250 dr.

Manufacturer narrative:
Please refer to the attached analyis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6)2015. On (B)(6)2019, during a follow-up, it was discovered that the device reached recommended replacement time (rrt). The subject device was explanted on (B)(6)2019 and replaced by a kora 250 dr.